Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical inspection. An interrogation of the pacemaker was not successful. The analysis revealed that the battery was found to be depleted. The pacemaker was shipped to the manufacturer of the electronic module and was subsequently analyzed destructively. The analysis of the electronic module revealed a damaged integrated circuit leading into a leakage. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. During production at biotronik, the pacemaker was found to be fully functional and the current consumption proved to be as expected. In summary, the analysis identified a damaged integrated circuit as the root cause for the clinical observation. This represents a singular event. It is unk whether the pacemaker was subjected to strong external fields during the implantation duration.

Event description:
After an implantation time of about 5 months, it was reported that the device could not be interrogated during a regular follow-up.